Manufacturer narrative:
The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code and heic codes.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to the device no longer being needed. Spectranetics lead locking devices (llds) were used to provide traction to aid in the leads'' extractions. It was reported that in addition, a spectranetics 12f glidelight laser sheath and a spectranetics 9f tightrail rotating dilator sheath were also in use. While removing the ra lead, it was reported that the tip of the ra lead was embedded in the wall of the right atrium. When the ra lead came free, it came with a mass of tissue at its tip, coinciding with a significant drop in the patient''s blood pressure. A pericardial effusion was detected. Rescue efforts began immediately. A pericardiocentesis was attempted; however, the patient remained hemodynamically unstable. The decision was made to perform a sternotomy. A hole in the ra was discovered and successfully repaired. The rv lead was then extracted successfully. The patient survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted to capture the lld present within the ra lead that was providing traction at the distal tip of the ra lead, and may have caused or contributed to the ra injury.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, and 4621.